Event description:
The device was removed due to "leakage of the cylinder." The pump/cylinder(s) were removed and replaced; leaving the reservoir in place from the original implant surgery. 1/6/97, upon receipt of the physician/surgeon operative report, it stated "malfunctioning penile implant, with chronic discomfort, both sides of the penis, with puncture hole on the left cylinder and the large size cylinder." Procedure "exploration of a penile prosthesis with removal of the cylinder(s) and the pump system with replacement of a 3-piece narrow inflatable penile prosthesis. Using the bovie, the tubing from the pump was identified and this was traced to the pump site and through inspection of the pump and tubing revealed no evidence of leakage at that site. Then by clamping the different tubings from the reservoir and from the cylinders, individually, trying to test the cylinders, it was evident that the reservoir itself was empty and the right cylinder was okay, it inflated and deflated, but the left one was losing some rigidity after inflation. On inflation of that cylinder, it was evident that there was a needle puncture hole on the terminal-third of the cylinder."